Event description:
A malfunction alarm for a tandem mobi cartridge was reported during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer used an alternate method of insulin delivery, multiple daily injections (mdi), while waiting for a replacement pump, which was arranged by technical support. The customer was guided on how to store the current pump and return it using a prepaid label.